Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
The complaint states that "skin reaction" was reported. On (B)(6) 2025, it was reported that the pediatric patient experienced a skin reaction with itching, and rash, extended beyond the patch perimeter, which occurred 6 days after the sensor had been inserted in the abdomen. The patient was seen by their hcp and the skin reaction was treated with a prescription of an oral antibiotic, flucloxacillin, 5 ml 4 times a day. There was no documentation of medical intervention. At the time of the report the reporter was not able to state if the patient had recovered from the skin reaction. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.